Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, errors occurred on arm 1 and the customer disabled the universal surgical manipulator 1 (usm). The customer stated that the surgeon would prefer the arm to be re-enabled. The system logs confirmed repeated non-recoverable faults 319 reported by armnet1, indicating that the axes controller setup (acu) in the proximal outer set up joint (suj) was not responding and all nodes distal to the acu was not responding as a result. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that arm1 errors would reoccur if they were to power cycle to reenable arm1 and that repairs were needed. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse identified the 319-error reported from arm 1 and attempted to swap the proximal and the distal with no resolution to the errors. The isi fse backtracked to the start of the fiber and saw yellow lights on the top of the arm 1 fiber. The isi fse replaced the backplane fiber cable, and the errors were no longer present. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.